Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. On october 31, 2024 the safety review team established that flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. Flow rate deviation is 6.63% which is outside of the range +/- 4.5%. No report patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to this issue. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration from 5 to-2 addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).